Manufacturer narrative:
Product complaint # (B)(4). Dmf# - 13704. Trade name gentamicin sulphate active ingredient(s) gentamicin sulphate dosage form ¿ powder strength 1.0g active in our cements. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision completed due to loosening of the tibial tray component at the cement to implant interface and bone to implant interface. Patient did not experience complications during healing process. Patient started to complain of right knee pain and effusion approximately four months ago. No infection found. X-rays showed the posterior tibial bone under the tray had collapsed. The tray appeared loose and the knee was revised to a sigma tc3 rp. Doi: (B)(6) 2017 . Dor: (B)(6) 2022 . Affected side: right knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device was not returned. All available x-rays were reviewed, allegation was not confirmed. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot: device history reviewed: 1 unrelated non-conformance on this lot number. Final micro and sterility tests passed. Complaints database searched: a complaint database search on the provided lot number found 2 additional reports, however no other incidents related to an allergic reaction to metal. Total for lot number: 3 (B)(6), (B)(4). Complaints received by cmw in the last 12 months for this issue ¿ by product code: 0. By product family: 0. Device history review: a manufacturing record evaluation was performed for the finished device [lot/serial] number, and no non-conformances related to the reported complaint condition were identified. Added: b7.